Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. A single nslg2c35 device was returned to the pi lab in cincinnati along with 2 clear sample trays with a small yellow particle in each of the trays. The distal end of the device was examined with an optical microscope and images of the jaw were taken. The epoxy on the jaw was a continuous material around the electrode except at the distal end. In that location the epoxy was cracked and protruded out from under the electrode. Conclusion: upon inspection there was no obvious foreign material attached to the jaw. It possibly could have fallen of in transit, or it could have been the fractured epoxy that was protruding from the jaw.

Event description:
It was reported that during an unknown procedure, it seemed that a foreign matter was attaching to the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Image 1: the photo shows a device that appears to have been used in surgery. The device in the picture looks like an enseal g2 curved jaw 35cm. The device shows to have the electrical cable cut near the where it enters the instrument. Image 2: this is a close up of the instrument jaw. It appears to have a small piece of epoxy missing from the jaw. No conclusion could be made as to the cause of the detached epoxy. An image was reviewed and no batch information was provided specific to the image.